Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The device has minor wear and tear and generated error code u504 which is probe damage error. A definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information for the lot number and manufacturing date. Updated fields: d4 and h4.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during laparoscopic hysterectomy procedure, this subject device had a probe damage indication. This occurred with two devices used during the procedure. The procedure was delayed for more than 30 minutes while the patient was under sedation and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.